Manufacturer narrative:
Additional information has been requested to the sales representative. If further information is provided, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an atrial tachy response episode in which fallback atrial pacing signals were masking actual ventricular signals. As a result of this issue, the device delivered inadequate ventricular pacing (vp). Technical services discussed the case and provided re-programming options. Further information was received indicating the inappropriate vp has continued and likely contributed to a non-sustained ventricular tachycardia episode. This ICD remain in service and no adverse patient effects were reported.